Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found. There was blood on the proximal and distal conductors of the lead and it was not obstructed.

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used. The reason it was not used is unknown at this time, but the product was returned with hospital paperwork with the boiler plate "defective product". We are conducting follow-up to clarify the nature of any performance issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.